Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated and migrated. Cardiac catheterization demonstrated a detached piece of the filter in the right ventricle. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc, filter migration and filter detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2010).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and three months later, cardiac catherization procedure was performed and incidentally find a foreign body was noted along the inferior aspect of the right ventricle. This appeared radiologically to represent a foreign body such as a sheared guidewire from a previous procedure. The foreign body appeared to move with the ventricle and appeared just distal to the tricuspid valve annulus. Approximately four years and two months later, another cardiac catheterization procedure demonstrated a retained wire apparently in the right atrium that was noted on prior catheterization and was stable. Therefore, the investigation is inconclusive for filter limb detachment, filter migration and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, d4(expiry date: 02/2010), g3, g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated and migrated. Cardiac catheterization demonstrated a detached piece of the filter in the right ventricle. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records has been performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2010); (manufacturing date: 02/2007).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and migrated. A cardiac catheterization revealed a sheared foreign body in the right ventricle. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.